Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2019-03737. Additional information was received that surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2019-03737. It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention may be pending to address the issue.